Manufacturer narrative:
H3 device evaluation: lens was returned in micro-centrifuge vial, in liquid. Visual inspection found haptic torn and broken. Dimensional inspection found the lens to be within specifications. (B)(4).

Manufacturer narrative:
H3 device evaluation: lens was returned in micro-centrifuge vial, with moisture and residue/debris on product. Visual inspection found haptic torn. Dimensional inspection found the lens to be within specifications. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -10.0/1.5/130 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2024. On (B)(6) 2024 the lens was replaced with a shorter length, different diopter lens due to refractive surprise and excessive vault. The problem was resolved. Cause of the event is reported as unknown.

Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).